Event description:
It is reported that the devices were implanted in 1999. Post-op, there were cysts in the tibial area of the screws. In 2007, a revision surgery was performed, and only the screws were removed. Implant date is unk.

Manufacturer narrative:
Other device used: catalog #430107040, ti fully threaded cancellous bone screw, lot #unk. Catalog #00625006540, zimmer, lot# unk. Evaluation summary: a definitive cause that explains the reported osteolysis cannot be determined. Evaluation: two bone screws were returned for review, and exhibit slight burnishing and gouging damage to the shanks. X-rays were returned for review. Device history records for the tibial insert indicate device manufactured to specification. No lot number was provided for the bone screws; therefore, device history records could not be reviewed.